Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the patient's pacemaker, the left ventricular (lv) lead was noted to exhibit loss of capture and fluoroscopy imaging revealed that the lead was dislodged. The lv lead was explanted and replaced. The patient was in stable condition.